Event description:
I have had numerous mothers complain of pain and/or poor milk expression when they used the evenflo breat pump. Some mothers then believe that pumping is painful and others lose their milk supply.